Event description:
It was reported that approximately sixteen days post implant the patient complained of chest pain and coughing. Echocardiogram showed pericardial effusion related to the right ventricular (rv) lead. Pericardiocentesis was performed and the rv lead was repositioned. It was also reported that the right atrial (ra) lead dislodged. It was in a different position than implant and appeared not to be attached. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).